Event description:
The customer advised the tubes are not filling to the arrow. The customer advised they tested several tubes. A few tubes overfilled, and some underfilled. The customer is located in helena, mt elevation approximately 4,045 feet. The customer advised they collected the blood with a syringe transfer device and winged needle set. The customer advised when a winged needle set was used, a discard tube was drawn prior to the coagulation tube. The customer advised phlebotomists/nurses holding the tube in the holder with their thumb until the tube is filled completely. The customer advised they attempted to fill with a syringe by pushing on the plunger, but the tubes would not fill to the arrow. The customer advised they could not provide photographs or samples.

Manufacturer narrative:
(B)(4): no samples were received for evaluation. No customer pictures were provided. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations were observed. The cause of the event cannot be determined.